Event description:
It was reported a 6f angio seal sts plus vascular closure device was used to seal the arteriotomy site post percutanious procedure. The patient experienced a groin infection and was being medically treated with antibiotics. The patient may be considered for surgical intervention.